Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). A needle that was broken at the point end without the point was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.

Event description:
It was reported that the patient underwent a rhinoplasty on (B)(6) 2014 and suture was used. During suturing of the skin the needle broke. X-rays were taken to locate the needle tip, but the needle tip was not located. The patient is stable and under observation.